Event description:
The caller alleged discrepant result when compared with lab result reported as follows: inratio: 2.5, lab: 3.7, mean: 3.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.5, lab: 3.7, mean: 3.1, confidence limits: 1.9 - 4.6. Per internal procedure tr 0150 rev 2, the test result within the confident limit. The product will not be investigated.